Event description:
When plugging cryo probe into cryo machine some of the plastic on the plug broke off. No harm to patient or staff. New plug obtained.====================== manufacturer response for cryo probe, cardioblate cryo flex (per site reporter).====================== manufacturer will provide return shipping kit and new device.